Event description:
It was reported that the patient dropped their equipment while in the shower in the shower bag. The system controller got wet. Log files were submitted for review and did not capture any controller faults so there did not appear to be any immediate issues with the controller.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of fluid ingress was not able to be confirmed. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6)) was exposed to water due to the patient dropping their equipment while in the shower; however, the device was not exchanged and therefore fluid ingress could not be confirmed. A log file was submitted for review, containing approximately ~ 2 day of information ((B)(6) 2025, per timestamp). The controller appeared to operate as intended throughout the data, and the pump maintained a speed within the expected range without issue. The root cause of the reported event was not able to be confirmed during this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system components, such as the 14v batteries and the battery clips, must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment¿), describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.